Event description:
Patient had two hsv 1 positive tests (index values = 1.27 and 1.14) and two hsv 2 positive tests (index values = 1.12 and 1.01) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference reports mw5116160, mw5116162, mw5116163.